Manufacturer narrative:
Additional information - date of death - (B)(6) 2019 the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # 2(B)(4). Device not returned.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had no alarms prior to use on a patient and all electrical test passed. However after the balloon was inserted in a patient, the balloon did not inflate and deflate and the intra-aortic balloon pump (iabp) started to operate an autofill failure alarm. It was later reported that the patient expired. The facility does not attribute the death to the device.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that the intra-aortic balloon pump (iabp) had no alarms prior to use on a patient and all electrical test passed. However after the balloon was inserted in a patient, the balloon did not inflate and deflate and the intra-aortic balloon pump (iabp) started to operate an autofill failure alarm. It was later reported that the patient expired. The facility does not attribute the death to the device.